Manufacturer narrative:
Philips has investigated this complaint. The philips remote service engineer (rse) evaluated the system and confirmed that the reported issue with the wired footswitch. Customer replaced the footswitch. After replacement the device was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that there was a footswitch issue. The issue was found during clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.